Event description:
The pt presented to have a c5-c6 anterior cervical total disc replacement and c6-c7 anterior cervical discectomy and fusion completed. The pt was taken to the procedure room where she was positioned and sedated with general anesthesia. A rep from an outside company was setting up neurological monitoring equipment and it was discovered not to be working properly at this time.